Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were observed during use of an unspecified quantity of locking tip caps with non-baxter syringes. This occurred after pharmacy preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5152285 for this event. Should additional relevant information become available, a supplemental report will be submitted.